Event description:
It was reported that the patient's artificial urinary sphincter balloon migrated to the top of the pelvic area. Ultrasound was performed. The system was revised and the balloon was repositioned. The patient had no further complications. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.